Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb). The sample initially resulted as 108.6 iu/l and this value was reported outside of the laboratory. The requesting doctor sent another sample from the same patient to a private laboratory and this sample was negative. This prompted the doctor to question the result of the original sample. The original sample was then repeated on 07/13/2016, resulting as less than 0.1 iu/l. The patient was not adversely affected. The hcgb reagent lot number was 131960, with an expiration date of 05/31/2017. The customer stated that the sample amount was small, so they would have used an insert cup placed in the primary tube. The customer stated that it is possible that an incorrect cup size may have been used.

Manufacturer narrative:
The field service representative checked the instrument and all was found to be ok. No new issues have occurred since the service visit. A specific root cause could not be determined based on the provided information. A pre-analytic sample handling issue could not be ruled out as a potential root cause.